Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that they received discordant, falsely elevated ca results. The customer replaced the lamp and recalibrated the system. The cause of discordant, falsely elevated ca results was related to the malfunction of the lamp. This instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated calcium (ca) results were obtained on two patient samples tested on an advia 1800 instrument. It is unknown if the discordant results were reported to the physician(s). The samples were repeated twice on the same instrument, resulting lower both times. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant ca results.